Event description:
Ge healthcare carescape central station version 3. During equipment restart or loss of power, the clinical application will fail to start, causing a loss of patient monitoring. The recommended fix by ge healthcare is to ship the unit to their repair depot to have the 2082301-005 fru mp200x comm express module replaced; 4 of 24 (16%) of the devices currently in use have been observed with the issue. Devices have been in use for approximately 1.5 years from ge installation date. Reference reports mw5148828, mw5148829, mw5148831.